Manufacturer narrative:
No product was returned. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).

Event description:
It was reported that an angio-seal was deployed post interventional procedure. A pre-deployment angiogram was not performed. Hemostasis was achieved and the groin site looked okay. Twenty three hours later, the pt was discharged. As the pt was getting into the car, a pop was felt in the leg. The pt returned to the emergency room one hour later. A large hematoma was present. The pt was taken to surgery where a pseudoaneurysm was discovered with extravasation of blood. The vascular surgeon found 400cc of blood and noted a small plastic device above the artery. A drain was placed. The pt stayed in the hospital for 7 days and required a blood transfusion. The pt's condition after the event was reported as okay.